Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and within the stat gard sleeve. The extender tubing was also returned. No blood was observed inside the iab catheter. Two kinks were observed on the catheter tubing approximately 43.7cm and 45.5cm from iab tip. An underwater leak test of the stat gard seal, balloon, catheter, y-fitting, extracorporeal and extender tubing was performed, and no leaks were detected. A kink in the catheter tubing may cause an opening for blood to pass out of the sheath seal into the statgard sleeve. Blood may also enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention, so blood does not spray over the user and patient. The reported event cannot be confirmed by the evaluation. Note: per instructions for use, if blood is seen passing the sheath seal following insertion through a sheath, disengage sheath seal from hemostasis valve. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # : (B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that 10 minutes after inserting the intra-aortic balloon (iab), blood was confirmed to have accumulated in the stat gard. This occurred before initiating therapy and moving the patient from the catheter examination table to the stretcher. During that time, the patient had not moved significantly. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6) the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).